Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation by the quality team. Each photo shows a syringe with brown spots embedded in the barrels. On 02-apr-2019 the two (2) samples were received. Both samples have brown spots embedded in the barrels. One sample also has brown spots embedded in the flange. The brown spots were determined to be burnt plastic. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this issue is related to the molding process during the manufacturing of the syringe. In may 2018, there was a manufacturing process improvement to reduce the occurrence of this defect. The batch associated with this complaint was produced in 2017 prior to the implementation of this change.

Event description:
It was reported that a syringe 30ml ls s/c 56 had foreign matter. The following was reported, " it was found that foreign matter on barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 30ml ls s/c 56 had foreign matter. The following was reported, "it was found that foreign matter on barrel."